Event description:
Due to a large amount of scar tissue present at the pt's right groin, the doctor was unable to advance the iab initially. The iab was removed and a sheath was inserted over a wire. The iab was then advanced smoothly into the position. The iab was not returned to datascope for evaluation. The iab was used. (Event complications: unk - reported 5/30/97.) (Pt's current status: unk - rpt'd 5/30/97.)